Event description:
The pt heard a crack from the processor and then there was some interruption in their hearing ability. For the past week, the pt has been unable to hear anymore with their cochlear implant system. Telemetry measurements carried out showed 'poor coupling to the implant'.